Manufacturer narrative:
Review of the pcu event log confirmed the customer¿s claim of a receiving an ¿infusion complete¿ alert before the programmed vtbi (all) was reached. During lab testing, the event failure of receiving a premature ¿infusion complete¿ alert was replicated multiple times. During testing, the condition could only be replicated by running an infuse-all infusion, with a pressure disc, and following a patient pressure alarm. The cause was determined to be a software anomaly, believed to be related to the back off operation used to reduce the pressure developed in the syringe and set during an occlusion. This is based on the mismatch between the continuous drug dose vtbi and the syringe volume values recorded in the pcu event log immediately prior to a premature ¿infusion complete¿ alert. However, it was found that disabling ¿all mode¿ in the guardrails dataset prevents this anomaly from occurring. With ¿all mode¿ disabled, the user must enter the vtbi when programming an infusion. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reports false alarms with the syringe modules when used with the critical care profile for continuous infusions. They are unsure, but staff feels this may be related to use of the pressure sensing disc. The alarms include infusion complete when there is still a significant amount left in the syringe and syringe empty alarms right after a new syringe has been installed. In this specific case, a pump in the cccu infusing prostaglandins at 3.82 ml/hour alarmed infusion complete after the pump set-up was checked. The was the third incident on the same patient, with all incidents involving different pumps. There is no report of patient harm.